Event description:
Nellcor puritan bennett received a report indicating that this unit did not provided an audio tone. There was no pt harm reported.

Manufacturer narrative:
The device associated with this complaint was requested back for eval, but it has not yet been received.